Event description:
The facility's biomed reported an infusion pump with a failure code 809:00. This report was noted during biomedical testing. The biomed stated that they have no record of any patient incident involving the pump since the last baxter service event. Details on the testing performed was requested, but no additional information was available. Additional contact information was requested but no additional contact was identified.